Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater. Patient is (B)(6) old.

Event description:
It was reported that the customer had air bubbles throughout the infusion set tubing, and experienced elevated blood glucose levels (451 mg/dl). The customer was unable to provide infusion set manufacturer.